Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) external helium cylinder pressure is escaping. The unit was not in clinical use.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer (fse) stated that the customer replaced the helium tank washer (0348-00-0185). The problem did not reoccur. The fse explained to the customer how to replace it in the future. H3 other text : issue was resolved over the phone.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) external helium cylinder pressure is escaping. The unit was not in clinical use.